Manufacturer narrative:
Patient identifier and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 24. Jan. 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a right femoral fracture on (B)(6) 2017, it was noted that the tang on the insertion handle had broken off. While on the back table, the tang on the insertion handle was determined to be broken before it was attached to the femoral nail and was not used on the patient. The breakage occurred prior to the procedure. Another insertion handle was readily available. During use of the second insertion handle, the protection sleeve would not fit through the insertion handle. A third insertion handle was readily available and worked as intended with the protection sleeve. There was no issue with the protection sleeve; the issue resides with the insertion handle. There was no surgical delay. Routine x-rays were taken intraoperatively. The procedure was completed successfully and the patient was reported to be stable. Concomitant devices reported: protection sleeve (03.010.063, lot number unknown, quantity 1). This report is for one (1) standard insertion handle. This is report 1 of 2 for (B)(4).